Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, e1, e2, e3, g1-2, g3, g4, h2, h3, h4, h6, h10. H7 - corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reportable that there is a damage on the second sterile package when the package was opened in the surgery. Surgery did not extend. The surgery was completed with another cement. There was no harm or injury to patient or operator.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. Investigation results concluded that the reported event was likely due to a packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reportable that there is a damage on the second sterile package when the package was opened in the surgery. Surgery did not extend. The surgery was completed with another cement. There was no harm or injury to patient or operator.